Event description:
As reported, the balloon of a 6mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 8 atmospheres (atm). A 6mm x 6cm saberx percutaneous transluminal angioplasty (pta) balloon catheter was used as a replacement, but the balloon ruptured during an inflation to 10 atm. As a result, a 6mm x 40mm non-cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during an endovascular therapy (evt) procedure to treat a 75% stenosed superficial femoral artery (sfa) lesion which had mild calcification and mild tortuosity. The devices were stored, handled, and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components for either device. Both devices maintained negative pressure during preparation. Both devices were able to be removed easily from the patient and remained in one piece during their removal. The devices will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82222005 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report numbers is: 3007635982 2024 00021. Complaint conclusion: as reported, the balloon of a 6mm x 4cm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 8 atmospheres (atm). A 6mm x 6cm saberx percutaneous transluminal angioplasty (pta) balloon catheter was used as a replacement, but the balloon ruptured during an inflation to 10 atm. As a result, a 6mm x 40mm non-cordis balloon catheter was used as a replacement. There were no reported injuries to the patient. This was during an endovascular therapy (evt) procedure to treat a 75% stenosed superficial femoral artery (sfa) lesion which had mild calcification and mild tortuosity. The devices were stored, handled, and prepped per the instructions for use (IFU) and there were no difficulties removing any of the sterile packaging components for either device. Both devices maintained negative pressure during preparation. Both devices were able to be removed easily from the patient and remained in one piece during their removal. Two non-sterile ¿saber 6mm4cm 155¿ units were received for analysis. The first unit was analyzed under 2024-05444-1 and the second unit was analyzed under 2024-05444-2. No damages or anomalies were observed during the unaided eye visual inspection. The balloon was received without being inflated. A balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. During this test it was observed that a leak was present on the balloon body. Sem analysis was executed to evaluate the surface of the balloon and presented evidence a puncture with scratch marks noted on surface. A product history record (phr) review of lot 82222005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - burst -at/below rbp" was confirmed for both devices. The exact cause of the reported events cannot be determined during the analysis however, the scratch marks noted on the devices suggest the damages could be related to exposure of the balloon to a material with a sharp edge. Therefore, damage to the balloon may have occurred from exposure to calcified arteries while crossing the lesion or during inflation. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.